Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded sensing not fully optimized and template lost messages. Additionally, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages related to the template that was followed by a device reset. Appropriate function was observed following the reset, however, further data analysis noted the device battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported. It was reported that the patient was later seen in another clinic. A health care professional (hcp) contacted technical services (ts) and reported that interrogation of the device noted a battery depletion message. A request was made to have an updated analysis of data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded sensing not fully optimized and template lost messages. Additionally, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages related to the template that was followed by a device reset. Appropriate function was observed following the reset, however, further data analysis noted the device battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported. It was reported that the patient was later seen in another clinic. A health care professional (hcp) contacted technical services (ts) and reported that interrogation of the device noted a battery depletion message. A request was made to have an updated analysis of data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded sensing not fully optimized and template lost messages. Additionally, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages related to the template that was followed by a device reset. Appropriate function was observed following the reset, however, further data analysis noted the device battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported. It was reported that the patient was later seen in another clinic. A health care professional (hcp) contacted technical services (ts) and reported that interrogation of the device noted a battery depletion message. A request was made to have an updated analysis of data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded sensing not fully optimized and template lost messages. Additionally, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages related to the template that was followed by a device reset. Appropriate function was observed following the reset, however, further data analysis noted the device battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded sensing not fully optimized and template lost messages. Additionally, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages related to the template that was followed by a device reset. Appropriate function was observed following the reset, however, further data analysis noted the device battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported.